Event description:
Additional information was received that the pacemaker was explanted due to normal battery depletion and was replaced with a new device. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker showed different remaining longevity than expected. The magnet rate is fluctuating between 90/100 and the patient is device dependent. Boston scientific technical services (ts) discussed that it is not a good idea to turn the auto capture (ac) on if it is not currently on. Ts also discussed that it is most likely the device on a bin edge and would require save to disk to determine longevity. Additional information indicated the device was checked and functioning properly. The ac was on and the right ventricular (rv) thresholds were 2.5 volts. The device remains in service. No adverse patient effects were reported.